Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4)no anomalies found, however blood was noted on helix mechanism; full lead returned and analyzed. (B)(4)no anomalies found, however blood was noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that during an implant attempt, the introducer "bent and made the lead deformed." This was reported to have happened twice, resulting in the physician changing introducers twice, and this occurred with both leads. The leads were not used. No patient complications have been reported as a result of this event.